Manufacturer narrative:
Fetal monitor was tested by an field service engineer (fse) and no trouble was found. On request of the customer the logs from intellispace perinatal have been downloaded and were made available for an evaluation. The logs have been reviewed by product support engineering. No abnormalities could be seen in the log files related to the incident described. The system has monitored and alarmed correctly. The customer provided a trace of 20 minutes only. The trace was reviewed by a philips physician and external advisory midwife with feedback that a serious clinical evaluation is not possible with such a short trace and no further information about the patient and the course of the incident. The trace recorded the mother and the fetus' heart rate. No malfunction and nothing unusual could be seen on the trace. However, the trace, which was provided is from (B)(6) 2018 and the reported death occurred on (B)(6) 2018. Based on this fact, the provided trace could not be used for a thorough evaluation of the reported incident. Further relevant information regarding the event was requested (like a complete trace of the event), but none was provided. As the reported issue could not be reproduced, the exact cause could not be determined. The fetal monitor was tested but no trouble was found. As no complete trace and no further information about the patient and the course of the incident were made available for evaluation, the exact cause for the issue remains unknown. The fetal monitor was returned to use. Although the device was found to be working as intended during testing, a malfunction of the monitor at the time of the reported event cannot be completely ruled out based on the available information. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a stillbirth during delivery and wants to collect logs from the monitor for analysis. No patient data were provided.